Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that may contribute to the difficulty to deflate include, but are not limited to, deflation technique, contrast concentration, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. The indeflator and mini trek catheter used during the procedure were not returned, which may have aided in the investigation and determination of cause for the reported difficulty to deflate. It is possible that the patient anatomy and procedural technique may have resulted in pinching of the inflation lumen during the procedure which could have contributed to the reported difficulty to deflate. Based on the reported information, the patient anatomy was heavily tortuous and calcified which may have contributed to the reported difficulties; however, a conclusive cause for the incomplete deflation could not be determined. The lot history record for this product was not reviewed and a similar incident query was not performed because the device was not returned and the lot number was not provided. During the manufacturing process, 100% of the products are leak tested and a sampling of units is destructively tested to verify deflation times.

Event description:
It was reported that during pre-dilatation in the tortuous and calcified left anterior descending artery, the mini trek balloon was successfully inflated. An attempt was made to deflate the balloon; however, the balloon would not deflate. Multiple attempts were made to inflate and deflate the balloon and ultimately the balloon completely deflated. The device was withdrawn from the anatomy and a mini vision stent was successfully deployed. There was no significant clinical delay in the procedure and no adverse patient effect. Outside of the anatomy, the physician inflated and deflated the balloon several times successfully. Though requested, no additional information was provided.